Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood glucose results were 83 mg/dl, 111 mg/dl. Tests were done < 10 minutes apart with a difference of 25 mg/dl. Patient did not experience any adverse events. No further information has been reported.